Event description:
It was additionally reported that the patient had the mpu plugged into a wall behind some furniture and the ac connection was accidently disconnected from the wall. The patient was able to find a different place for the mpu ac plug in.

Manufacturer narrative:
Section g4: PMA # corrected sections h5 and h8: corrected for reusable medical device. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. Data from the reported event date 05sep2024 was reviewed for the submitted log files and revealed power cable disconnect, low voltage hazard, and/or no external power alarms due to a temporary losses of ac power while connected to the mpu on (B)(6) 2024 from 19:21:38 - 19:22:16, 19:23:11 - 19:23:18, and 19:24:22 - 19:24:33. Atypical intermittent power cable disconnect alarms, associated with temporary losses of ac power while connected to the mpu occurred at 12:42:25, 12:42:53, 18:53:55, 18:54:17, and 19:21:38. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. Product was not returned for analysis. Additional information provided stated that the mpu plugged into a wall behind some furniture and the ac connection was accidently disconnected from the wall. The patient was able to find a different place for the mpu ac plug in. The provided information indicated that the root cause of the no external power alarms is the mpu ac power cord being knocked out of the wall by furniture being pushed; however, this could not be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) on (B)(6) 2024. This was caused by the power to the mpu being briefly interrupted between 19:21 to 19:24.